Event description:
It was reported that "dr (B)(6) used the 48511906 reflex hybrid revision driver with the draw rod to remove a screw. He first seated the revision driver, then put the draw rod down the middle of the instrument to engage the screw head, and turned the draw rod to tighten. As he tightened the draw rod, he heard a pop and the tip of the draw rod broke off in the screw head. He removed the revision driver and draw rod and used the quick turn driver without the draw rod to remove the screw."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.